Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove a single coil right ventricular (rv) lead implanted in 2014. A spectranetics lead locking device (lld) was inserted into the rv to act as a traction platform to aid in extraction. The physician began the case using a spectranetics 14f glidelight laser sheath. He was able to progress to the subclavian/innominate region, and then, due to adhesions, he chose to use a spectranetics tightrail sub-c rotating dilator sheath. At this time, the lead looked like it was breaking apart and the physician chose to use a spectranetics 16f sls device. At that time the patient had drop in blood pressure. It was first thought that the rv was being inverted during traction, but pressure continued to drop when traction was released. Contrast was used to confirm the injury location; an innominate injury, 1cm in length, was discovered, 4-5cm lateral to the superior vena cava (svc). Rescue efforts commenced immediately, including sternotomy. The repair to the innominate vein was successful, and the patient survived the procedure. The rv lead was removed without issues post-sternotomy, with use of the 16f sls device. There was no alleged malfunction of any spectranetics device in use during the procedure. At the time the adverse event occurred in this procedure, it was discovered that at the time of implant of the rv lead in 2014, the physician performing the implant had gone into the subclavian vein, out of the vein, and back in the innominate vein and then implanted the rv lead.